Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the item was not working correctly. The repair technician reported the lever was sticky, and both of the screws on the cutting end of the device were loose. Loose component is the reason for repair. The cause of the issue is unknown. No parts were replaced. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: both devices were received intact with surface scratches and showing wear. The complaint condition is confirmed as both devices were found to not tension as intended. When the cutting mechanism is locked and the trigger is depressed, the trigger can be fully retracted on lot number 8483044 and is difficult to retract on lot 8271971. Then, upon release, both triggers do not return to their intended resting location which has an influence on the opening angle of the cam-clamp component to insert the implant into the instrument for tensioning and cutting. Thus, the complaint condition is confirmed, consistent with the reported condition, and can be replicated. The sternal zipfix system technique guide provides instruction on the care and maintenance of this device and instructions for lubricating the device prior to sterilization. As the details regarding the use and maintenance of these devices are unknown, a root cause cannot be definitively determined. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. A review of the current design drawing / revision at the time of manufactured for the top level assembly was performed. The following component drawings were also reviewed; spring assembly, pusher assembly, spacer, and pusher sleeve. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. Review of the failure mode and discussion with the product development subject matter expert determined that the issue is occurring between the spacer component and the pusher sleeve component where the tolerance is constrained to allow a sliding fit and to ensure proper alignment between the components. The sternal zipfix system technique guide provides instruction on the care and maintenance of this device and instructions for lubricating the device prior to sterilization and includes this location as one of the three specific locations to oil directly. As the details regarding the use and maintenance of these devices are unknown, a root cause cannot be definitively determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: it is unknown if there was patient involvement. Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: june 04, 2013. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No service history review can be performed as part number 03.501.080 with lot number(s) 8271971 is a lot/batch controlled item. The manufacture date of this item is june 07, 2013. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) zipfix tensioners are no longer working. It is unknown if there was patient or surgical procedure involvement. This is report 2 of 2 for (B)(4).